Event description:
It was reported that the 4.0x33mm xience skypoint stent delivery system (sds) was implanted on (B)(6) 2022 to treat the right coronary artery (rca). Since the stent was implanted the patient developed a rash from her neck to the lower extremities including the chest, arms, back, and thighs. The rash is uncomfortable with unbearable itching and due to the rash, showers are painful too; therefore, medication was provided but were removed one at a time since to try and determine if the medication caused the issue. All medications have stopped at this point; therefore, the patient believes there is a hypersensitivity/allergy to the stent. This is due to the previous sensitivity to metal implants from a previous back procedure. The patient has seen an allergist and a dermatologist and at the dermatologist a biopsy was performed which concluded there was dermatitis. The patient has received 3 months of cardiac rehabilitation. The patient has seen many doctors. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of hypersensitivity/allergic reaction is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.